Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. The occlusion test and excessive no delivery test could not be performed due to prime/fill anomaly. The motor passed motor test. The device also had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. Blood glucose value was 370 mg/d; treated with the insulin pump. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The customer stated that the motor error alarm occurred 3 times in 30 days. The device was returned for analysis.